Manufacturer narrative:
(B)(4). Concomitant medical products: drill bit device. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device would not hold a drill bit was not confirmed. However, it was observed that the device bearings were making noise, the laser etching was worn off and the tip of the device was bent. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the drill bit would not go through the craniotome attachment device. During service and evaluation, it was determined that the craniotome's device bearings were making noise, the laser etching was worn off and the tip of the device was bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.